Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of radiographic images show multiple x-rays and CT scans of axial and sagittal coronal constructions reveal an l1 burst fracture treated with pedicle screws spanning from t12-l2. Degenerative spondylolisthesis noted at l5. Rods are not contoured and no anterior column support is provided. Kyphosis was not corrected. T12 rod appears to be loose with set screw backed out on one side. At thorocolumbar junction more fixation points were required (two above, two below).

Manufacturer narrative:
Analysis of the returned device shows that microscopically examined set screw rod interface node and surface. No damage identified to set screw thread crest or flanks. Node height and morphology of node deformation found to be typical and consistent of full and proper tightening. Node deformation height (@ center) typical and consistent with additional bench tested samples. Set screw rod interface node height and morphology are consistent with proper tightening.

Event description:
It was reported that a trauma patient underwent an unknown spinal procedure. Three days after the procedure, it was reported that the set screw had pulled out. A revision surgery was performed to replace the set screw.